Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported by customer that the plunger shaft pulled off the rubber septum. To aid in the investigation, one empty sample, with no packaging flow wrap or tip cap, was received for evaluation by our quality team. The plunger rod has been pulled all the way up and removed. A visual inspection was performed with 10x magnification, and no defects or imperfections were observed. No additional testing was performed. It could be possible the customer is not using the product as intended. This flush is designed to push the plunger rod down, not to pull it back. A device history record review was completed for provided material number 306546, lot 4145055. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Additional information received material # 306546, batch # 4145055. It was reported by customer that the plunger shaft pulled off the rubber septum. Verbatim: we did have a quality complaint for (B)(4) on lot 4145055. Unfortunately, it is still with medline at this time. When flushing a central line then drawing back to check blood return, the plunger shaft pulled off the rubber septum. I have saved the broken syringe and put it aside in the processing room ¿ let me know if you want this, or if I can discard it. Additional information received on 17oct. 1. Can you please provide an exact date of event in mm-dd-yyyy format? 09/26/2024. 2. What was the impact to the patient? No impact to the patient. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. N/a. 4. Did the reported issue result in any leaks? No.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 306546. Batch # 4145055. It was reported by customer that the plunger shaft pulled off the rubber septum. Verbatim: we did have a quality complaint for 306546 on lot 4145055.  Unfortunately, it is still with medline at this time. When flushing a central line then drawing back to check blood return, the plunger shaft pulled off the rubber septum. Please see photos which includes the lot number of the syringe. I have saved the broken syringe and put it aside in the processing room ¿ let me know if you want this, or if I can discard it.